Event description:
Event description guidant received information that this patient was hospitalized in vt. Stored egrams from this implantable cardioverter defibrillator (ICD) indicate that the device detected but did not deliver therapy because it was in monitor only mode.